Event description:
It was reported to boston scientific corporation that a wallflex¿ colonic stent was implanted to treat a malignant stricture in the sigmoid colon during a colonic stenting procedure performed on (B)(6) 2015. The stent was being implanted as a bridge to surgery for large intestine cancer. Reportedly, the stricture was tortuous. The patient was also diagnosed with liver cancer and had not undergone any chemotherapy or radiotherapy. According to the complainant, on (B)(6) 2015 the patient presented with abdominal pain. The physician checked the placement of the wallflex¿ colonic stent and noted that it had perforated the colon at the mouth side of the stent. The perforation was observed under x-ray and the patient underwent surgery to remove the tumor portion and stent. In the physician¿s assessment, the perforation was caused due to the axial force of stent being too strong. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.